Event description:
(B)(4). This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was discontinued. The patient was hospitalized for peritonitis. The patient was treated with unknown antibiotics (dose and frequency unknown). The pd catheter was removed and the patient switched to hemodialysis. Eight days after admission, the patient was discharged from the hospital. The cause of peritonitis was unknown. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number h12j19048 and h12k20028. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.